Event description:
It was reported that during a procedure to treat premature ventricular contractions an intella nav mifi open-irrigated catheter was used. Irrigation flow was set at 30 ml/min and error d05 excessive temperature was displayed on the generator, it was observed that the irrigation tube was leaking. The issue was solved by exchanging the catheter. No patient complications were reported and the procedure was successfully completed. Device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.